Event description:
The pt received his scs system on (B)(6) 2008. It was reported the pt had communication issues with the programmer and the charger. The new programmer wand did not resolve the issue, nor did a new charger. It was reported the pt had lost weight and the ipg had shifted within the pocket. It was also reported the physician may replace the ipg. The procedure had not been scheduled; the physician is awaiting one diagnostic test.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.